Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "occlusion" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. There is evidence of the customer reported problem 'occlusion' in the event history log as "upstream occlusion!" And "downstream occlusion!", however the log cannot be used to distinguish true and false alarms. The reported condition was verified as upstream occlusion. No component could be determined for causality and therefore no pump correction is required to address the downstream occlusion allegation. No component failure could be determined for downstream occlusion allegation; however the ultrasonic sensor was found out of spec/failed and will be replaced to address the upstream occlusion allegation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an occlusion issue during daily routine maintenance. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.